Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal mediation via an implanted pump for stenosis and non-malignant pain. An empty reservoir was reported, and the new follow-up doctor was seeing the patient for the first time on the date of this report. The patient was referred from another doctor. The event date was 2018 (maybe a couple of weeks or a month ago). No other details about the case were known and the reporter was inquiring what the next steps were. The rep would confer with the hcp. No medical symptoms were reported. No further complications were reported/anticipated or expected.